Manufacturer narrative:
(B)(4). Date sent: 6/6/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut the tissue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical nephrectomy procedure that when the surgeon attempted to fire he heard a sound and felt the haptic feedback but the device did not deploy any staples. The device opened with out assistance to remove from the patient. A second device that was opened was tested on the back table and functioned however the surgeon completed the case by suturing and using energy to cut. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2024. D4: batch # 720c46. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45w reload no loaded on the device. The reload was received partially fired 1/16. In addition, a battery was received along with the device with no apparent damage. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. No abnormal noises were noted during functional testing. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 720c46, and no non-conformances related to the reported complaint condition were identified.